Manufacturer narrative:
(B)(4). The returned product exhibits signs of use (nicked or gouged) and anterior section of the post feature has fractured off. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was returned fractured after it was discovered during inventory/tray assembly. All pieces have not been returned. Attempts have been made and no further information has been provided.